Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium implant could not be detached during an embolization procedure. Prior to the event, two target coils had ben implanted in the aneurysm with ¿simple technique¿. Then the reported axium prime coil was prepared as indicated in the instructions for use (IFU) and delivered through the sl10 microcatheter that was already in place in the aneurysm. The coil was placed inside the aneurysm and an instant detacher was used to detach the coil and that was when the reported event occurred. The physician had thought that the coil detached smoothly, but found the coil to move with the pushwire as it was being removed. The physician then attempted to detach the coil using the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) and pulled back the release wire for 3cm and then pulled back the pushwire, but the coil still came along. The physician pushed the pushwire to slightly exceed the second marker of the reverse t, but the coil still came along with the pushwire as it was pulled out and detached inside the microcatheter. At this point, the physician tried to push the coil into the aneurysm with the pushwire but one loop of the coil deviated into the parent vessel. The physician assessed that this was ok and proceeded to complete the procedure with a coil from another manufacture without further problems. 2 attempts were made with the instant detacher, 1 attempt was made with the manual detachment method. The instant detacher was brand new out of box, no kink/damage was seen on the pushwire. There were no issues prior to the coil non-detachment. No patient injury was reported as a result of the event. The patient was undergoing embolization of an aneurysm measuring 3mm. The patient¿s vasculature was medium in tortuosity. Ancillary device: sl10 microcatheter.